Manufacturer narrative:
A replacement power supply was sent to the customer. The customer reported that her transformer keeps falling apart in two pieces. Attempts to contact the customer to obtain more info and retrieve the damaged product have been unsuccessfully. As of the date of this report, the product has not been received. Should the product be received and evaluated resulting in any new info, a f/u report will be filed. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and forseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. Complaints against this product are currently being monitored for effectiveness of the above mentioned corrective action.

Event description:
The customer reported to customer service that the transformer to her pump in style transformer keeps opening up in two pieces.